Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received fully deployed. Corrosion was found on the housing and internal components of the returned device. An external power supply was used to power the device since the device could not establish communication on its own. Investigation of the device found a leak on the unexposed portion of the soft cannula. The leakage was due to an internal tear, which diverted the intended path of the fluid. The location of the internal tear measured 0.227" from the nail head. Therefore, the device did not properly deliver insulin due to the internal tear found on the soft cannula. Additionally, the internal tear also serves as the cause behind the presence of internal corrosion within the device.

Event description:
It was reported the patients blood glucose level rose to 320 mg/dl while wearing the pod between 24 and 36 hours. As treatment the patient removed the pod.